Manufacturer narrative:
The association between the coopervision device and the event is unconfirmed.

Event description:
It is reported by the patient's father that shortly after beginning use with a new batch of contact lenses, the patient developed an eye problem and sought medical advice from two local general practitioners (gp). Both gps recommended the patient to seek medical treatment and diagnosis from (B)(6) clinic. It is reported that the patient was diagnosed with severe pseudomonas keratitis in the right eye that resulted in central corneal scaring and reduced the patient best corrected visual acuity to 6/60, it is recommended by the doctor that the patient undergo corneal surgery. The patient has since stopped using the device. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.